Manufacturer narrative:
The reported event of validation issues with the catheter was confirmed. A data module error message was received when attempting to validate the catheter with a velocity system from abbott inventory, however, the data module programming was verified using a data module reader and no error was received. The data module had a usage reading quantity of zero, indicating that it had not been used. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the data module error remains unknown. The cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, the risk of vascular perforation exists with any intracardiac catheter.

Event description:
Related manufacturing ref: 2182269-2017-00131, 3008452825-2017-00267, 3008452825-2017-00268. During a premature ventricular contraction (pvc) mapping study, a pericardial effusion occurred. The catheter was positioned in the right ventricular outflow tract (rvot) and connected to the mapping system. Attempts to validate the catheter were unsuccessful; therefore, the catheter was exchanged and the case continued. Upon completion of the case, the patient became hypotensive and the ice catheter revealed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any abbott devices.